Event description:
We have received a report from a hospital in (B)(6) that the backrest and kneebreak function on one of our enterprise 8000 model beds had operated without a command being given. All the red lights on buttons were on during incident. The errors were cleared. The bed then began to raise the backrest and kneebreak sections sandwiching the pt between with no buttons being pressed. There was no injury reported.

Manufacturer narrative:
Additional info will be provided pending the conclusion of the manufacturer's investigation.